Event description:
It was reported the device reached the recommended replacement time sooner than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The device's recommended replacement time is less than or equal to 2.62 volts and occurred on (B)(6) 2012. The weekly battery voltage trend data shows the minimum battery voltage was 2.64 to 2.62 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. The device was also returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.